Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported a false positive result. Negative by three other tests (undisclosed type). Analyzer or customer data review no analyser ID received for this case.